Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety core mode. The device delivered a non expected pacing rate after the mode change. As the patient is pacing dependent, was admitted to the hospital and had a generator change. No additional adverse patient effects were reported.